Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 7.3 mmol/l. The customer stated that the pump alarmed compromised force sensor system alarm while they were trying to rewind the pump. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.